Event description:
It was reported that the generator was explanted due to a wound infection around the generator. The leads and extensions remained im planted. The device had been implanted for essential tremor in the ventral intermediate nucleus. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v291949, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4), (B)(6).